Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned and investigated. The reported mechanical issue was confirmed and observed to be the result of a cable break; however, the reported noise (device operates differently than expected) could not be tested. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the steerable guide catheter (sgc) cable break resulting in the noise and inability to deflect the guide tip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to curve, the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During insertion of the sgc into the femoral vein, a noise was heard. The sgc was retracted, and it was found that the sgc did not respond when the +/- knob was turned in the minus direction. The sgc was no longer used and was replaced. Two clips were implanted, reducing the mr to 1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.